Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was unable to charge the implantable pulse generator (ipg) due to losing weight. No device malfunction was suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded per hospital policy.